Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shows undocumented waste as when nurse pulls a 2mg vial and gives 5 doses off. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Concomitant med prod data #, section h imdrf initial reporter first name, initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the particular medication ID settings had a check box checked with split allowed configuration. Customer took out 2.0 mg without splitting which made the 1.6mg undocumented waste. A technical support specialist tried to contact the customer to ask them to change the split removal settings to resolve the issue, but the customer was unresponsive upon several follow up.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shows undocumented waste as when nurse pulls a 2mg vial and gives 5 doses off. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.